Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented to the emergency room after receiving shocks, multiple episodes of lead noise causing inappropriate antitachycardia pacing therapy and inappropriate hv shock were observed on merlin transmission. Lead fracture was noted. Lead was capped and replaced on (B)(6) 2018. Patient¿s condition was stable before, during, and after the procedure.